Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having minimally invasive transforaminal lumbar interbody fusion (mis tlif) spinal surgery for l4/5 disc degeneration. It was reported that during procedure while implantation at l4/s1, a cage became stuck while being positioned. The surgeon suspected the cage might break if struck harder and attempted to maneuver it further, after which the cage broke intra-operatively. All visible broken pieces were removed, and intra-operative x-rays were performed to assess for retained fragments and no markers were seen. There were no further complications or symptoms reported regarding the reported event. Additional information was received via manufacturer representative that there is no suspicion of manufacturing issue with the device as the cage was positioned by the surgeon and it seemed like it was caught on something and proceeded to hit the cage harder and harder. The surgeon was afraid of breaking the cage by hitting it so hard but proceeded to do so in any case. Surgeon has not reported any side effects of the patient post surgery.

Manufacturer narrative:
G2: country of event is south africa. G4 510(k)#: please note that this product 9393614int (crescent peek 36x14) is not marketed in the united states; however, it is similar to the united states marketed device 9393614 (crescent¿ spinal system 36 x 14). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.